Event description:
Additional information was received. It was reported that the device system was used to deliver fentanyl, clonidine, and baclofen. At the time of report, the pump was at minimum rate and the next programmable dose was 1.2mg/day. It was noted that the next programmable dose was ¿too high¿ and removing the system contents was suggested. Nothing was going to be done on the day of report and new drug would need to be ordered.

Event description:
Upon additional review, it was found that this event was also reported in manufacturer report #3004209178-2013-17658. The following information was previously reported. It was reported that after the pump was refilled, the patient went home and, the next thing he knew, woke up in the hospital. It was stated that the patient got out of the hospital ten days prior to report and had been hospitalized there for a week. The patient brought the pump printout to his healthcare provider (hcp) and the hcp thought the refilling hcp had given the patient too much fentanyl and overdosed him. About three months later, it was reported that, on the day following a refill, the patient¿s daughter found him unconscious. He was taken to the emergency room and woke up two days later. It was indicated that the patient spent a week in the hospital. The patient¿s medical report showed a fentanyl overdose. A representative of the pump manufacturer went to the hospital to shut the pump down, but the patient¿s physician refused to see him while he was in the hospital. It was stated that the patient was set up with a different doctor after the hospital stay. It was being determined if the pump, pharmacy, or doctor had been the cause of the overdose. On the day prior to report, the patient¿s new doctor refilled the pump. It was noted that he was trying to bring the pump medication back up to what it was before the overdose. The device system was used to deliver fentanyl, clonidine, and baclofen.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was reported that the patient was unresponsive and was in the emergency room. It was indicated that the pump had been refilled on the day prior to report. The reporter had requested that the pump be turned off by a manufacturer representative. It was stated that the pump contained fentanyl, though it was unclear since it was previously reported to contain clonidine and baclofen.

Event description:
It was reported that the pump seemed to be shutting down on the patient. The patient was in a lot of pain and was spasming really bad. When the pump was working, people couldn¿t tell that the patient was disabled, but he could hardly walk when it wasn¿t working. It was indicated that the patient could be doing something and would suddenly feel like someone had kicked him in the groin. The feeling would go down his leg like the sciatic nerve was being affected. At a refill in (B)(6), the healthcare provider (hcp) found that the pump logs showed the pump had shut down twice. The reporter did not know the reason that the pump had shut down. About a week and a half prior to report, the patient had another refill, but the hcp did not read the pump logs at that time. It was noted that the hcp was still increasing the patient¿s medication to get it back to the previous pump¿s level. The reporter also inquired as to if the pump could have been affected by the field next to the patient¿s house that was used to fly remote-controlled toy planes. In addition, the reporter stated that the patient would feel medication ¿running through his leg¿ when he went through security. The patient¿s next appointment with the hcp was scheduled for august. While there, the patient planned to ask the hcp to check the pump logs. The device system was used to deliver clonidine and baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8711, lot# j0058149r, implanted: (B)(6) 2001, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that when the patient didn't feel like the pump was functioning, the bottom of his feet were on fire, his legs, and his groin felt like it was being ripped apart. The patient noted when his pump was functioning he didn't feel this pain (with his feet, legs, and groin). No further complications were reported.